Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had 12 years remaining. 5 months later the battery showed <3 months remaining. Boston scientific technical services (ts) was contacted for guidance. Ts discussed device replacement and indicated that something has happened to the device in the past 5 months that made the battery drain. An invasive procedure was performed to explant and replace the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. Review of the device memory indicated that a low voltage alert, code 1003, was recorded post explant. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the patient indicating that chronic device caused chest pain prior to being explanted. The patient was checked in the clinic and no issues were found with the device placement or function. No additional adverse patient effects were reported. The patient's new device remains in service.